Manufacturer narrative:
H.6 investigation summary: one photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label content was observed: visual examination of the photo was performed and revealed missing print on the tube label, the variable data is missing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode , missing label content. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg the lot number was missing on 7 tubes. There was no health impact or consequences reported.